Event description:
It was reported in clinic that the patient's implantable cardioverter defibrillator (ICD) presented with unusually high atrial pacing output due to unreliable device settings. The atrial capture threshold was manually tested and the ICD was reprogrammed successfully. The patient was in stable condition.